Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 7.59 years since initial implant, this female patient with bmi 20.7 underwent a right side tka and was implanted with an exactech uhmwpe insert, serial #:(B)(4). On (B)(6) 2019, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.